Event description:
It was reported that during an internal carotid artery stenosis procedure, physician performed the percutaneous transluminal angioplasty (pta) with a balloon catheter. After pta, physician implanted the subject stent in the target vessel using a guidewire. While removing the subject stent system, physician experienced resistance and was unable to remove the system. Flushing and other countermeasures were performed; however, the inability to push and pull remained unchanged. The subject stent system was cut off from the proximal, but the inner body could not be removed. After that, digital subtraction angiography confirmed complete occlusion due to thrombosis in the subject stent, and an attempt was made to cross the lesion with another guidewire in parallel coaxial, but failed. The subject stent was retrieved with a snare device. The retrieved system was confirmed to have a dual tapered tip trapped at the tip of the guidewire. The patient condition was reported to be stable.

Manufacturer narrative:
B1 adverse event/product problem updated. H3 device evaluated by mfg updated. Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the delivery catheter was cut at 30cm from the proximal end. The stabilizer was also cut at 39cm from the proximal end corresponding with the catheter cut. The stabilizer was noted to be broken fractured approx. 34cm from the distal end (corresponding to the mid-joint bond). The guidewire was returned with the distal portion of the stabilizer and dual taper tip present on it. The distal 15cm section of the delivery catheter was flattened crushed. A functional test was unable to be performed based on the condition of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) code "stent delivery catheter friction" could not be duplicated during functional testing. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'severely tortuosity'. It was reported that 'the stent was placed in the target vessel along a 0.014 inch/315 cm micro guidewire without any problem in handling after opening the package, and the removal of the system was continued. The operator did not experience any resistance when started the removal of the system, and the removal was carefully performed, but during the removal process, he experienced resistance and was unable to remove the system. Flushing and other countermeasures were performed; however, the inability to push and pull remained unchanged. Preserving the micro guidewire for additional treatment was a top priority, the subject stent system was cut off about 15 cm from the proximal, but the inner body could not be removed. After that, digital subtraction angiography confirmed complete occlusion due to thrombosis in the stent, and an attempt was made to cross the lesion with another micro guidewire in parallel coaxial, nevertheless, the stent did not pass. It was decided that there was no other way but to retrieve the implanted stent as an additional treatment, so stent retrieval with a gooseneck snare was performed. The retrieved system was confirmed to have a dual tapered tip trapped at the 120-130 cm tip of the 0.014 inch/315 cm micro guidewire'. The stent was not returned for analysis. The stent delivery (outer) catheter was noted to have been (intentionally) cut approximately 30cm from its proximal end. This is aligned with the event description although the reference point may differ. The stent delivery catheter was also significantly flattened/crushed near its distal end. The stent stabilizer (inner catheter) was also cut at the same point (which was approximately 39cm from the proximal end of the stabilizer) and the stabilizer was noted to be broken/fractured 34cm from the distal end of the stabilizer (which is aligned with the mid-joint bond location). The guidewire was still present inside the lumen of the stabilizer and the distal section of the stabilizer, including the dual taper tip, was returned still loaded on the guidewire. Although the outer and inner catheter were both intentionally cut, as explained in the event description, it is not clear why there was resistance initially felt after the stent has been successfully deployed and the stent deployment system (inner and outer catheter) were being removed from the treatment location. It is possible that it was due to some unknown procedural or anatomical factors. Alternatively, difficulty experienced removing the stabilizer may have occurred due to the flattening of the outer catheter which, in turn, led to friction. This friction then culminated in the stabilizer breaking at the mid-joint bond. It is not clear why flattening of the outer catheter occurred initially. One possibility is that it was due to the tortuosity of the patients anatomy and/or interaction with another device during the removal process. The as reported "stent delivery catheter friction" and the as analyzed "stent stabilizer broken/fractured during use" and "stent delivery catheter flat/crushed" will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. The risks of the as reported "patient vessel occlusion" and "patient vessel thrombosis" are documented in the wingspan dfu as a potential adverse event which can occur as a result of these type of procedures. Therefore an assignable cause of 'anticipated procedural complication' will be assigned to these two as reported "patient vessel occlusion" and "patient vessel thrombosis".

Event description:
It was reported that during an internal carotid artery stenosis procedure, physician performed the percutaneous transluminal angioplasty (pta) with a balloon catheter. After pta, physician implanted the subject stent in the target vessel using a guidewire. While removing the subject stent system, physician experienced resistance and was unable to remove the system. Flushing and other countermeasures were performed; however, the inability to push and pull remained unchanged. The subject stent system was cut off from the proximal, but the inner body could not be removed. After that, digital subtraction angiography confirmed complete occlusion due to thrombosis in the subject stent, and an attempt was made to cross the lesion with another guidewire in parallel coaxial, but failed. The subject stent was retrieved with a snare device. The retrieved system was confirmed to have a dual tapered tip trapped at the tip of the guidewire. The patient condition was reported to be stable.